Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a fractured screw. The dentist was able to remove the fractured portion from the implant. The implant remains placed.

Manufacturer narrative:
The screw was returned and the reported fracture was confirmed. The device history record review for the screw did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.